Event description:
The customer reported that the hi contrast resolution was found to be less than acceptable standard. No pt injury reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the contrast and brightness potentiometer to max. The monitor needed to be replaced. The parts were not available because the system has reached its end of useful life.